Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 0177717019, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Fluid leak was suspected but the cause was said to be unknown as it was not determined during removal. No information was known about when the implant stopped working. A revision surgery was performed in which the existing device was removed and a new ipp was implanted. No further complications were reported. It was stated that no further information was known by the physician. No more information available at the moment. Should additional information become available, it will be provided.